Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had issue with removal of medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jun-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to pull medication for patient. The technical support specialist (tss) dialed into the server, checked the patient information using a query, and confirmed that the patient had been discharged. The tss then contacted the customer and confirmed that user had not encountered any issues for several days and confirmed that the issue had already been resolved. The system functioned as intended after the technical support specialist verified the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had issue with removal of medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.